Event description:
The original report stated the device would become active even when it was not switched to the "on" position. Upon co's evaluation their investigations confirmed the device self activates.